Event description:
It was reported that (5) devices were used during an unknown procedure. It was reported by the rep that (3) 511sd instruments and (2) 1seal instruments were reported as having torn gaskets. There was no consequence to the patient.